Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary IV carboplatin was programmed to infuse however when the clamp was opened the carboplatin began infusing into the primary IV normal saline. The user attempted to "place the secondary IV bag both higher and lower with no effect" the secondary continued to drip into ns bag. Normally the patient only receives 30ml of the flush bag so in this case the patient received and extra 20ml of fluid. The patient did not have any history of chf or other cardiac or nephrology concerns that would require fluid restriction. The pharmacy was utilizing a "chemo lock system "from a non bd company going live the day of the event. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: 250ml IV bag of 0.9% sodium chloride injection lot: w6f13c1 exp: september 2017 made by baxter; 250ml IV bag of 0.9% sodium chloride lot: 14ie7323 exp: april 2018 made by fresenius kabi bag; therapy date 08/17/2016 the customer¿s report that the secondary infused into the primary was confirmed. Functional testing confirmed backflow, indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a particle measuring 0.0124¿ long, located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified as acrylic. The cause of the check valve failure is an acrylic particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylic was not identified.